Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the tip of the clip was broken. Another device was used to complete the procedure. There were no adverse consequences for the pt. On (B)(6) 2009 - additional information: "the tip was removed without extra-surgery during biopsy."